Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient presented with intertrochanteric fracture was implanted with pfna ii construct on (B)(6) 2011. Four months post-operative, the patient complained of pain. X-rays taken on an unknown date noted implant failure. The nail broke at the distal locking hole post-operatively. Patient was returned to the or on (B)(6) 2012 for removal of hardware. This is 1 of 2 reports for the same event.